Event description:
Healthcare professional reported right side deflation. Additionally healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, one opening linear on the posterior, observed void >1 mm in non-textured, valve-to shell-bond area and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the posterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and deflation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Additionally healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.